Event description:
The biomedical engineer (bme) reported that the uninterruptible power supply (ups) had failed during a power generator test. Due to the ups failing, the central nurse's station (cns) it was connected to also lost power. The nurses had been made aware of the power generator test. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the uninterruptible power supply (ups) had failed during a power generator test. Due to the ups failing, the central nurse's station (cns) it was connected to also lost power. The nurses had been made aware of the power generator test. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the issue was found to have been caused by the ups failure. The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nihon kohden manufactured accessory device and is not due to a nihon kohden device malfunction or deficiency.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ups had failed during a power generator test. Due to the ups failing, the central nurse's station (cns) connected to it lost power. The nurses were aware of the power generator test. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the ups had failed during a power generator test. Due to the ups failing, the central nurse's station (cns) connected to it lost power. The nurses were aware of the power generator test. No patient harm reported.